Event description:
Surgeon reported, "during adjustment pt reported no satiety. After x-ray lap-band appeared to be unlocked. During subsequent revision surgery, band was unlocked, although no physical damage to buckle identified, lap-band was removed and replaced. Pt reported excessive vomiting due to illness and surgeon believes this may have contributed to the event". Follow-up findings: "approximately three weeks prior to discovery of disengagement of band pt had a large vomit (unknown cause), and after which [the pt] noticed no satiety, had two further band adjustments which made no difference".

Manufacturer narrative:
(B)(4). The device associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter. The connector type is assumed to be a rapidport ez strain relief. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. Device labeling addresses the possible outcome of an unbuckled band as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation". Caution: "failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues".